Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient was not connected and informed tech support she cancelled out her previous treatment during drain 5 out 5 due to an air detected in cassette alarm and when she removed the cassette, there was fluid leaking into the cycler. During follow up the patient's peritoneal dialysis registered nurse (pdrn) stated that she was aware of the patient fluid leak and there was no medical intervention needed, the patient completed treatment the next day with new supplies. The patient is doing fine and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The set was discarded.